Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure the customer stated that after multiple uses the jaws would not open after activation. It is unknown how procedure was completed. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Batch #: t9310l. Investigation summary: the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with the opening and closing of the jaws and there were no anomalies noted with the functionality of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.